Manufacturer narrative:
D4- a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a procedure with a 6f sheath. Reportedly, after deployment, the footplate was retracted. There was resistance noted when trying remove the device. There were multiple attempts to retract the device including breaking the device apart to see if it was a foot issue. The results showed that the foot was outside of the artery and therefore not the issue. A surgical cutdown was performed to remove the device from the artery. Upon removal of the device, it was noted that the suture/knot was still in the shaft of the device. The suture was cut to remove the device. Hemostasis was achieved with manual suturing via the cutdown surgery. A blood transfusion and prolonged hospitalization was reported. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. Entrapment is per procedural conditions and cannot be replicated in a lab environment. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Per the reported event the foot was outside the vessel with the sutures in the device and through the vessel wall. There are three possibilities for the reported difficulties. #1 operational context a. It is possible that the posterior foot separated during deployment with the foot still attached to the suture. In this case, when pulling back the device the foot against the vessel wall with the suture through it would cause increase resistance. Though harvesting the suture and releasing from the suture bearing could still be accomplished. However, then, when cutting the suture and removing from the vessel the separated foot would then be loose in the vessel. #2 user error. The reported condition of the device when cut down performed, is in the correct condition expected at this point of deployment. Next steps would be to harvest sutures from device, including pulling the suture out of the suture bearing. Per the account, there was no indication this was attempted. Testing of the returned device demonstrated suture release. #3 operation context b. The knot was somehow wedged in the anterior guide tube preventing the counter force necessary to release suture from the suture bearing. This would be very unusual, and therefore a remote possibility. Therefore, based on the reported information and the observations from the returned device analysis the cause of the reported issue cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections; e1 - address 1: (B)(6).

Manufacturer narrative:
B3 correction: date of event entered. G6 correction: type of report corrected to 30 day.